Event description:
As reported by the edwards field clinical specialist, he received a report from the valve clinic coordinator indicating three days post transapical tavr the patient developed atrial fibrillation with rapid ventricular response along with multiple thirty second asystole events. The patient required cardiopulmonary resuscitation (CPR) for approximately ten seconds, cardioversion (with return to sinus rhythm) and implantation of a permanent pacemaker. On the last evening of the hospital stay, the patient was loaded with amiodarone for heart rate in the 160's range. The patient was discharged the next day.

Manufacturer narrative:
Per the instructions for use (IFU) for the sapien valve, arrhythmias are known complications associated with aortic valve replacement and bioprosthetic heart valves. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of their disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease (e.g. Htn, mi, cad, abnormal heart valves, previous heart surgery). Other risk factors for atrial fibrillation include increased age, metabolic imbalance/electrolyte disturbances, and exposure to certain medications. In this case, the exact cause of these events cannot be confirmed. However, in addition to the procedure itself, this patient has a history of underlying cardiac disease (i.e. Valvular heart disease, htn, chf, pre-existing rbbb, pre-preexisting atrial complexes) which could have caused or contributed to the events. Per report, there were no procedural complications and the event was not related to dysfunction of the sapien valve. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.